Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. Uf report #: (B)(4) was received from the FDA on 09/30/2014. This event was previously reported MFR report #: 8010762-2014-00753/importer report #: (B)(4). Eval of the returned device determined this is datascope product and not maquet cardiopulmonary ag. Complaint #: (B)(4).

Event description:
The user facility reported to the FDA on (B)(6) 2014 that a pt was placed on support using the quadrox ID pediatric oxygenator. After 13 hours on support the oxygenator clotted dan required a change otu. The ECMO coordinator informed me that the pt was not on heparin at the time th e clotting occurred. She saved the oxygenator for inspection by maquet. The MFR reported that 12 hours into it's run, an oxygenator showed signs of obstruction with increased transmembrane pressures and increased rpm requirements. The oxygenator was then changed out and flow was maintained.